Manufacturer narrative:
Based on our investigation, we can conclude that all production processes were properly followed. Nothing found during the investigation suggests that the guide may have been discrepant, or the cause of the implant failure.

Event description:
The doctor used the guide for surgery on (B)(6) 2019. There were no issues during surgery and the implant was placed successfully, but the implant failed a week later and fell out. This complaint was not reported until (B)(6) 2019 when the doctor planned to have a new guide manufactured for the patient. An investigation was pursued to consider any potential causes associated with the surgical guide.